Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 123 mg/dl and their sensor glucose read 70 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. Customer also reported they were experiencing low blood glucose. The customer's blood glucose was 46 mg/dl. The customer was able to treat for their blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.